Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 1 .9mg/day via an implantable pump. The indications for use were degenerative disc disease and non-malignant pain. It was reported that a motor stall occurred, eri (elective replacement indicator). There were no known environmental, external or patient factors that may have led or contributed to the issue. The pump was replaced (B)(6) 2018. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to gear pinion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 20-mar-2018 from the company representative who reported that the pump was alarming. The reporter was not sure if it was the eri (elective replacement indicator) alarm or the motor stall alarm but stated that eri was 5 months. No further complications were reported/anticipated.